Manufacturer narrative:
Patient information: unknown. Date of event is unknown. Device was returned to 3m¿ for analysis. Based on photos received this was caused by a leak from the fluid warming cassette. Cassette leak improvement plan was completed in (B)(6) 2021. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the fluid warming cassette during use. No injury was reported.